Event description:
It was reported that the user experienced recurrent occlusion and ¿change insulin site¿ alerts on the ilet, including an ¿unable to proceed¿ message during attempted rewind, with a documented fingerstick glucose of 398 mg/dl and continuous glucose monitor (cgm) reading was high; troubleshooting performed by customer care agent confirmed no visible leaks or kinks, tubing was refilled to drops, and delivery resumed, after which the alert cleared and glucose began to decline, but subsequent alerts recurred and the device required restart. Investigation of this case revealed no confirmed hardware or component failure, and the occlusion and change-site alerts were not reproduced to a definitive fault once delivery resumed, leaving the cause of the hyperglycemia and alerts unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.